Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 6.9-10.8cm from the distal tip. Internal insulation abrasion was noted at 7.7-9.4cm from the distal tip. The etfe coating was intact at these locations. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed via fluoroscopy. Possible rv lead perforation was noted via angiogram. Lead was capped and replaced on (B)(6) 2016. Patient was stable before, during, and after the procedure.